Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance was noted on merlin.net transmission. Patient was asymptomatic. The lead exhibited gradual increasing impedance. Further review of the data indicated that a probable cause is due to physiologic change. The patient will be closely monitored.